Manufacturer narrative:
Result: scale was not zeroed before pt placement. Conclusion: scale was zeroed properly.

Event description:
It was reported by (B)(6) report that the scale was not working correctly. There was no pt involvement or adverse consequences were reported.